Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the needles appear to be intact and there is no obvious fault. However, when flushing they are leaking from behind the needle. It appears the fault is between the yellow gripper and the needle. There was no harm or medical intervention required, once fault was identified before being used and another huber needle was used immediately. It was reported this occurred with six devices. This report addresses all six devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is inconclusive. Four 20 g x 1.0 in. Powerloc infusion sets in sealed packages and one open and empty package were returned for evaluation. An initial visual observation revealed no damage on the samples. The samples were removed from their packaging and flushed and pressurized with a 12 ml syringe; however, no leaks were observed in any of the returned samples. No failures were found in the returned sealed samples, and the sample(s) involved in the reported event(s) were not returned and therefore could not be evaluated. Therefore, the reported event of a leaking needle is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.